Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a device upgrade procedure, while connecting chronic leads the atrial lead was unable to be secured into the header with a tight connection. Two separate screwdrivers were used however the connection remained loose and the physician elected to remove the new device. Another device of same model type was then used for implant and a successful lead connection confirmed. No lead changes were required and no adverse patient effects were reported. The attempted implant device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt of this device, a thorough analysis was completed. High power visual inspection of the header and lead barrels, noted no irregularities; all seal plugs were intact. The right atrial seal plug was removed confirming no evidence of cross threading on either the setscrew or the setscrew port. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then functionally tested, to include a series of automated diagnostic testing, which verified the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. All testing was within normal limits. Leads were then fully inserted into the lead barrels and the corresponding setscrews tightened. All tested leads were held firmly in place and all setscrews moved freely. Root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.